Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was alarmed and flashing the screen. Customer¿s blood glucose was unknown at time of incident. Customer states that they tried to place new battery but screen keeps occurring. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on pcba 1. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify e/a alarms due to blank-flashing white lcd.